Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called repeating issues charging the implant. Caller said the implant was completely "lost" right now as they couldn't charge and said they'd gotten help from reps already. Caller also mentioned the green light only stays on for about 5 seconds. Agent had caller start a recharging session and reported poor connection screen (with numbers on the bottom) and implant was 40%. Caller then mentioned they saw good connection and the green light was blinking. Agent reviewed recharging best practices, recharging general information and positioning the recharger. Agent reviewed to continue trying to charge and get excellent, if possible, but if connection issues continued, to follow up with physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient's recharger would not stay connected to their implant. Caller stated that the patient would get a good connection for maybe 5-10 seconds and then would lose the connection. Caller also stated that the implant battery was completely dead because the patient hadn't been able to charge the implant for 2 weeks. Caller noted the therapy went off 2-3 days ago. Caller noted that they didn't know if the implant had ever worked since the patient was only implanted a couple weeks ago. Agent asked and caller confirmed that there was no swelling around the area. Caller noted the patient had a bandage over the incision site, the nurse looked at it and said it was fine. Agent asked and caller mentioned they were not with the patient at the time of the call. Agent informed caller troubleshooting steps would need to be done to further address the issue. Patient called for assistance charging their implant. Patient confirmed wireless recharger was charged and battery indicator lights were green. Patient placed wr into belt and positioned directly over implant. Patient reported charging screen with 0-1 coupling. Agent rev iewed recharger best practices and had patient reposition the wr. Patient then reported charging good with the ins battery indicator red. Agent advised to continue charging implant to full and reviewed general use of device as well as charging practices. Agent cal led back to check status of implant charging, as caller had mentioned something about the light disappearing on the wr on the previous call. Agent clarified caller was referencing the green "pulsing" of the wr indicator light. Caller reported coupling 0 4.8 20 and then 7 18 19. Agent had caller reposition the wr and caller reported good connection. Caller did note there seemed to be a little swelling at the implant site; agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient's representative (pt rep) regarding a patient (pt). It was reported that they could not get the handset to the screen to raise and lower the stimulation. Agent found that they were in the recharger app instead of the therapy app. Agent tried guiding them through closing the recharger app, however caller said that they didn't see the navigation buttons at the bottom of the screen. Agent advised the caller to turn off the handset, however caller had a hard time turning the handset off as the power menu would go away when they went to press an option on the screen. Agent had the caller press and hold the handset power button to try and force the handset to turn off. Caller then saw the apps menu, so agent had the caller open the mystimrc app and press connect. Caller saw that they needed to pair the communicator to the handset. Caller saw that the communicator green light was on. Caller said that the blue light was on but then went off. Agent had the caller reset the communicator. Caller said that they have had trouble with the device since the very first day. Caller said that there were pink and yellow lights flashing and and a red light briefly. Caller then said the lights all turned off. Agent had the caller turn the communicator back on and tap retry on the not found screen. Agent had the caller place the communicator over the ins, however caller saw no device found. Caller said that the ins was charged to 80% and that the handset was at 87%. Pt kept moving the communicator away from the ins. Caller then saw device found and confirmed seeing the correct ins serial number. Caller then saw no device response, so they hit retry and saw that it was connecting. Caller said that the pt was frustrated and maybe to the point of having the device removed. Caller saw no device response. Agent reviewed screen meaning with the caller. Caller told the pt to sit still and not move the communicator around. Caller then saw communication in progress and then the therapy screen displayed. Agent reviewed with the caller how to make therapy adjustments. The issue was resolved through troubleshooting.